Event description:
It was reported that a user operating an ilet system in bg run mode contacted customer care about entering a fingerstick value and subsequently entered 224 mg/dl, after which follow-up checks showed glucose trending down to 191 mg/dl; troubleshooting and education were provided, and there were no device alerts or alarms. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included customer interview and product-use review. Investigation of this case revealed no device malfunction or component issue, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.